Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer rebooted the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus, and multiple reboot attempts had failed to restore functionality. The field service engineer (fse) accessed the station and reviewed the storage space configuration, where no components were displayed, and further confirmed the same condition within the hardware test application. The station was then physically accessed, the back panel was removed, and all light emitting diode indicators were observed to be showing communication. During power inspection, it was noted that the power switch was in the off position while the monitor remained active, prompting the fse to log in and perform a controlled power down through maintenance mode. After allowing the station to fully reset, the system was powered back on and reverified within the hardware test application, where all drawers and cubies were detected. The customer then logged in and confirmed that all components were visible in the configuration page and successfully loaded medications without any further failures, confirming that the system was operational. The system functioned as intended after field service engineer repaired the device.